Event description:
Hospital reported noise and inappropriate shocks on this lead. It appears that no intervention has taken place yet. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead was capped and replaced on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.